Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headache"), nausea ("nausea") and visual impairment ("vision problem") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea, pelvic pain, abdominal pain, back pain, menorrhagia, bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge, alopecia, tooth disorder, hormone level abnormal, headache, nausea and visual impairment outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, fallopian tube perforation, headache, hormone level abnormal, menorrhagia, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: treatment received for dysmennorhea (cramping),pelvic/ abdominal, back pain, fallopian tubes perforation, bladder problems, urinary problems, uti ,vaginal discharge, hair loss, dental problems, hormonal changes, headaches, nausea, vision problems, weight gain added. No removal planned, unable to afford surgery. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Case become incident. New events dysmennorhea (cramping),pelvic/ abdominal, back pain, menorrhagia (heavy menstrual bleeding), fallopian tubes perforation, bladder problems, urinary problems, uti ,vaginal discharge, hair loss, dental problems, hormonal changes, headaches, nausea, vision problems, weight gain added. She did not undergo essure confirmation test. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.